Manufacturer narrative:
Device evaluation the pipeline flex delivery system was returned for evaluation with the microcatheter. As received, the pipeline flex pushwire was observed to be stuck within the microcatheter. The pipeline flex pushwire could not be pushed forward or pulled back. For further examination, the microcatheter was dissected at several locations to remove the delivery system. In addition, the braid was released from the delivery system. The pipeline flex braid was observed to be fully open with the distal end having severe fraying, the middle section having no damage, and the proximal end having slight fraying. The tip coil was observed to be loose from the distal core. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Pushwire kinking was observed at the dps sleeves. Pushwire bending was observed at a section near the distal tip. Based on the analysis findings and event details, the report of pipeline flex failure to open could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline flex braid was found to be fully open with damage on both ends (fraying). It is possible that the patient¿s medium vessel tortuosity and the damaged braid led to the reported issues. The damage was observed on the pipeline flex and microcatheter suggest that excessive force was used. It is possible that the patient¿s medium vessel tortuosity may have led to ¿resistance¿ and ¿excessive force¿ being used causing the observed damage. Per our instructions for use (IFU): ¿if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline flex embolization device against resistance may result in damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has been returned to medtronic. Evaluation is currently in progress. A follow-up MDR will be submitted when the in vestigation is complete.

Event description:
Medtronic received report of that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion treatment of an unruptured, saccular aneurysm in the left, petrous internal carotid artery (ica). The aneurysm measured 12mm with a neck width of 5mm. The landing zone artery size was 4.90mm proximal and distal. Vessel tortuosity was medium. It is not known whether the devices were prepared as indicated in the IFU. During the procedure, the pipeline flex was advanced through the microcatheter. The physician attempted to deploy the pipeline flex. It was reported that the tip of the microcatheter stretched. The pipeline flex was unable to be opened properly. Further details on the reported issue are not available. New devices were used to complete the procedure. There were no reports of patient injury in connection with this event.